Manufacturer narrative:
It was incorrectly reported that a DHR review could not be performed on the suspect medical device. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. This error was discovered on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor psi-tec iii aspirator, 110v was sparkling and crackling when it was used during an unspecified surgery. In addition, it was reported that the device¿s switch kept on breaking and that there were burnt wires on the switch. The device will be returned to mentor for analysis.